Manufacturer narrative:
A review of the device history record, traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient presented with a fluffy infiltrate in the right eye one week post photorefractive keratectomy. The patient noted being happy. The topical steroid dosage was increased. The patient was seen five days later and noted waking up with a sting in the right eye. The patient will continue to be monitored and since the patient had decreased the steroid dosage for two days, the dosage was increased again. The patient was seen three days later and noted feeling better. The patient will be monitored for staph marginal and continue steroids. The patient was seen in follow up a few days later and noted eyes feel sunburned but had been out in the sun. The patient will continue to be monitored. Additional information requested.